Manufacturer narrative:
The customer spoke with a remote service engineer (rse) who created the case for the listed issue, provided the customer with the case number, and the customer was routed to technical support. The customer stated that the unit wasn't reported to have shut down while being set up for patient treatment; it may have been observed in the biomedical shop. The customer stated that the unit has since been in use and hasn't had any shutdown issues. Multiple attempts were made to follow up with the customer to obtain additional information; however, the customer was unable to provide further information related to this incident, repair, or disposition.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 04nov2020.

Event description:
The customer reported the ventilator shutdown unexpectedly. There was no patient involvement.